Event description:
It was reported that the pt experienced a head injury while in a bar. He presented himself to the clinic the following day and no hearing was reported. Further testing confirmed that the device had malfunctioned.